Manufacturer narrative:
(B)(4). Post market vigilance (pmv) conducted an evaluation of one endo stitch 10mm suturing device opened by the account. This evaluation was based on technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the device noted no abnormalities. Functionally, a pmv representative needle was loaded into the instrument and applied to test media. Pressure was exerted on the needle in all directions from both sides to simulate clinical conditions and no difficulty was experienced in loading, unloading, or toggling of the instrument. A review of the device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened. This complaint was reassessed during hhe authorship and although was no patient harm, determined to be a malfunction.

Event description:
According to the reporter: during a hysterectomy, the needle wouldn't transfer from one side of jaw to the other. This happened midway through running a stitch. The surgeon went to transfer the needle and it wasn't caught in other side of jaw. The needle disengaged from the device but was still attached to suture. A new instrument and dlu was used. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient.